Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, under delivery and diabetes ketoacidosis on nov 17th with blood glucose of 226 mg/dl. The customer experienced symptoms such as heavy breathing and vomiting. The customer was treated with long lasting insulin for manual injections. The customer was wearing the insulin pump during the hospitalization. Customer declined the rest of the troubleshoot for the high blood glucose value since she did not want to change the site. The insulin pump will not be returned for analysis.